Manufacturer narrative:
The following fields were updated accordingly as the lot number of the device became available: lot#: cd07330, expiration date: 6/26/2019, UDI #: (B)(4). Device manufacture date: 6/26/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
: Device available for evaluation: yes, returned to manufacturer on 4/3/2019. Device returned to manufacturer: yes. Device evaluation: the samples were observed under microscope (10x) and the results were as follows: the used sample was observed with scarce amount of viscoelastic residues in the tube. Directions for use states to inject viscoelastic into the tube of the cartridge and along the bottom of both troughs. A lens was observed stuck in the cartridge tube. The cartridge tip was observed bent and torn. This condition could be caused by the handpiece during the loading process. Dfu states to insert the unfolder emerald series cartridge into the unfolder emerald series handpiece, taking care not to damage the cartridge tip. The wings of both cartridges were observed with residues. The complaint was verified however it could not be related to the manufacturing process. During the manufacturing process the operators verify the neck, tube and tip areas for cracks, stress marks, flashes and protuberances and none of them is allowed. The other twenty-two samples were observed, no damages were observed in any of the new samples received. All the cartridges tips were observed without any damages. The complaint was not verified in any of the new samples. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one additional complaint was received from this production order for tip deformed code, the investigation was completed as operational problem. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided.  If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(4). Device manufacture date: unknown, as the lot number of the device was not provided.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of cartridge model, emeraldc30 was damaged. As a result, procedure was completed successfully with the back up. Reportedly, there was no patient injury. No additional information provided.